Event description:
During the last treatment session of the pelvic area a pt, an automatic (unexpected) movement of the table occurred after the pt was setup on the table and the therapists were outside the treatment room. A mistreatment/unintended dose to the small intestine and femoral head of 100 cgy was reported as a result of this reported issue; no add'l pt status has been provided to varian.

Manufacturer narrative:
An e-mail from complaint submitter was received (B)(4) 2011 and indicated: "at the 3rd beam, the operator saw on the video camera that the leasers didn't match the skin marks, but he doesn't know at which exact moment the couch has moved. So he had to press the "motion enable bar." This e-mail communication suggests that the user had to press the motion unable bar for couch to move and the couch did not move on its own; this indicates that the user likely committed an action to move the couch in error. The varian investigation is still determining the details of this complaint, as the physicist in charge of this problem has been on vacation. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. As part of this investigation, varian has requested a medical adviser to review the reported mistreatment for potential risk of serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.